Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had a high blood glucose level of 505 mg/dl. They did not mention how they treated the high blood glucose. It was noted that they had received a no delivery alarm. Troubleshooting was performed and insulin was able to exit without incident.